Manufacturer narrative:
Based on the claim against the product by the customer noting that error c-83 occurred after the integrated electrosurgical generator unit (iesu) powered on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse reviewed the system log and identified errors c-83 & m-02-4. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced the customer reported failure (errors c-83 and m-02-4 occurred when the system powered on). The unit would be returned to the original equipment manufacturer (OEM) for repair. The root cause was determined to be a component failure. The reported complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical generator unit (iesu) had persistent c-83 errors and was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-83 occurred after the integrated electrosurgical generator unit (iesu) powered on. The customer power cycled the iesu, but the error could not be resolved. The site continued and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: it was confirmed that the error occurred when the integrated erbe electrosurgical generator unit (iesu) was powered on, and the procedure was completed successfully. The procedure was performed on a 38 year old asian male who was born on (B)(6) 1984 and weighed 79kg.

Event description:
Refer to h10/h11 for follow-up information.